Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 02/22/2023 reporting a hair found in the blue towel of carotid pack. A supplier corrective action request (scar) was issued to the towel supplier gd medical. The actual sample was not available to be returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A hair found in the blue towel of carotid pack.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 02/22/2023 reporting a hair found in the blue towel of carotid pack. The actual sample was not available to be returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the towel supplier gd medical. Root cause was determined by the supplier gd medical to be a certain employee in the folding workshop was not properly following the gowning procedure. The following corrective and preventive actions have been taken by gd medical: employees in the folding workshop were re-trained on the gowning procedure to avoid any hair left on the products. Workshop supervisors have been notified of this incident. They will monitor and provide guidance on proper gowning of each worker during production. Supervisors and quality assurance of the other manufacturing process have been notified of this incident. Quality assurance will pay attention to any reoccurrence of the same issue during in-process and finished product inspections. Production records were reviewed, and no issues were found. An inventory check of the towel was made by deroyal, a total of 32 of the 5-5042 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.